Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that modular cable (lot # unavailable) was returned with no reported issue. Additional information reported the system controller was exchanged; however, the modular cable was not exchanged, and the customer was not aware of the returned product. Evaluation was performed on the returned product. The returned modular cable was tested together with laboratory test equipment and the system functioned without any alarm active. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements. No functional issue was identified. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an unknown modular cable was returned, implying an unknown modular cable exchange on an unknown patient.

Manufacturer narrative:
Section a: patient information was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.